Manufacturer narrative:
Vyaire file identification: (B)(4). The customer was requested to return the suspected device to vyaire for investigation. At this time, no root cause has been determined. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the lower part of the screen of enve ventilator appears blank. The inverter board has been replaced thrice yet the same issue recurs. No patient involvement.